Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient was doing well post replacement and the pump was to be returned for analysis. Should additional information be received a supplemental report will be filed.

Event description:
It was reported the patient had worsening/poor pain control two weeks prior to a (B)(6) 2015 refill. At this refill, a volume discrepancy occurred. The estimated reservoir volume (erv) was 4 ml, but the actual reservoir volume (arv) was 1 ml. At this time, bupivacaine was added to the morphine that was previously in the pump. The patient had another refill performed on (B)(6) 2015. Another volume discrepancy occurred; erv = 8.2ml and the arv = 14 ml. At this time, the hcp noted the volume discrepancies and wanted to wait until the next refill to see if the discrepancies persisted. The next refill was performed on (B)(6) 2015; the erv = 7.5 ml and the arv = 1 ml. The hcp stated that "with the erratic behavior of the pump, seemingly under and over infusing unpredictably" and not "behaving as it should", the patient was tentatively scheduled for a pump replacement on (B)(6) 2015. The pump was used to deliver morphine and bupivacaine. The outcome of the event was not reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Analysis of the pump ((B)(4)) found no anomaly. As received the pump reservoir was empty and running in simple continuous infusion mode. Pump logs gathered and no anomalies noted. Infusion history shows past flex dosing was used. Fill septum was monitored/tested and inspected, no anomalies found. Pump passed dispense testing.